Manufacturer narrative:
Updated fields: h6, h10 corrections: e1/e2/e3 (added reporter information)/g2 (added selections). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the peeled coating was caused by one of the following; physical stress from rubbing or striking the insertion section, chemical stress from reprocessing in a non-recommended way, and/or stress from a bad storage environment. The instructions for use (IFU) operation manual warns against applying external stress to the insertion section: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". The IFU reprocessing manual warns against reprocessing other than its recommendation: "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.". The IFU reprocessing manual warns against bad storage environment: "¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope.". In addition, the following non-reportable malfunctions were found during the device evaluation; water tightness was lost due to channel tube damage, distal end was dented, adhesive on the bending section cover was cracked/had clotted protein, the up/down bending angle direction did not meet standard value due to wear of the angle wire, the image guide protector was scratched, the connecting tube was dented, the grip was scratched, the forceps channel port was dented, the grip was dented, the control unit was scratched, the up/down plate was scratched, the angulation lever was dirty, the protector on the universal cord/universal cord was scratched, the light guide connector was scratched, the video cable/video connector case was scratched, the video connector was deformed, the light guide glass was corroded, and the control unit was dirty. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that a bronochovideoscope had leakage issues. The reported issue was found during reprocessing of the device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. A field service engineer visited the site and checked the device to confirm, that the leakage originated from the biopsy channel. The connecting tube was found with a peeling coat. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.